Event description:
This is a spontaneous report by a physician from (B)(6) of fungal peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. This was one of multiple reports from the same reporter and same complaint. On (B)(6) 2010, the patient developed fungal peritonitis, requiring hospitalization the same day. On an unreported date in (B)(6) 2010, the patient began a 21 day treatment with triflucan, 100mg/day, intravenously and had hemodialysis. Action taken with pd therapy and whether hemodialysis remained ongoing was not reported. On (B)(6) 2010, the patient was discharged from the hospital and the event of fungal peritonitis resolved the same day. The reporter considered the event of fungal peritonitis medically significant and the unspecified pd solution was considered co suspect in this report. The reporter considered the event of fungal peritonitis related to extraneal and the unspecified pd solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.